Manufacturer narrative:
One vial of test strip lot 196640-11 containing more than 10 test strips and the customer's coaguchek xs plus meter were received for investigation. The test strips and vial showed no defects and the meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 157716-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.6 inr; marcumar 4: 2.3 inr. Customer strips/customer meter: marcumar 3: 2.4 inr; marcumar 4: 2.2 inr. The returned customer material and retention material complied with specification. Relevant retention test strips (lot 196640) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.5 inr and the result one hour later from a laboratory using dade innovin reagent was 1.4 inr. The results were reported to the doctor at the clinic. There was no allegation of an adverse event. The therapeutic range was 2.5-3.0 inr.